Event description:
Same patient as MFR report# 3005099803-2008-04029. Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 2 months post an rx wallstent permalume 10mm x 60mm stent in the mid common bile duct (cbd), the patient experienced "stent migration and recurrent obstructive symptoms". The stent was removed by unspecified means and an unspecified plastic stent was placed in the mid cbd. The patient's condition resolved with placement of the plastic stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.